Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer analyser would not work. The programmer analyser passed incoming tests; battery was depleted. It was also determined at analysis that the stylus tip position was out of calibration, the paper tray was nearly empty. The anti-slip layer on the radiofrequency head was worn. Software was installed and update to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.